Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v148758, implanted: (B)(6) 2008, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a lot of health issues and several surgeries in the past year where they had to turn their implantable neurostimulator (ins) off and then could not turn it back on. The patient had a loss of therapeutic effect and their symptoms came back last month. The patient¿s family member called 3 days ago and the patient was sent a new patient programmer because they couldn¿t find the signal. The patient received the new programmer and was now trying to use it and they couldn¿t find a signal either. The patient had alkaline batteries in the programmer. The patient wanted to know if they should send both programmers back. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent